Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that there was pain, redness, and swelling at the pocket. Symptoms were responsive to antibiotics. There was a loss of efficacy. On (B)(6) 2016, the device was interrogated and the implant battery life was noted to be at 98%. No impedances were identified. The physician noted that the implantable neurostimulator (ins) had migrated to be superficial. A 2-day metal allergy test was performed to rule out an allergy to the system components. It was found that the patient had no allergy or sensitivity to any of the system components. The entire was explanted completely. The surgical area including the pocket and lead insertion/removal site was extensively irrigated and closed in sterile fashion. The issue was resolved at the time of this report. The patient was alive with no injury. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0t9ey, product type: lead. Analysis of the ins (s/n (B)(4)), found no anomalies.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ii (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep re-reported that the patient had the lead and the 3058 removed in (B)(6) of 2016 due to infection. The rep reported that there were no known environmental/external/patient factors, that the infection was diagnosed and the devices were removed. The rep noted that the issue was resolved at the time of the report and that the health care physician (hcp) had no further information regarding this event. There were no further complications reported.